Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer removed the cubies from both the drawers, transferred the cubies to the new drawer, and configured the cubies in the new drawer to occupy the positions that were non-functional in the old drawer. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in the drawer 5.1. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.